Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via medtronic social media, that the customers blood glucose level was high at 300 mg/dl, but the put was stating 50 mg/dl and the threshold suspend came on. The customer's blood glucose level at the time of incident was unknown. The customer was advised via social media of options to troubleshoot issues they may be having with their device. Customer was advised that troubleshoot cannot be done via social media, but that a private phone call would be arranged. Nothing is being returned or replaced at this time.